Event description:
It was reported that during a lumbar laminectomy procedure,the screw backed out of a redmond kerrison and the instrument disassembled in the surgeon's hand. Plaintiff reports of injury by the product during surgery. Redmond neurotechnologies corporation become aware of lawsuit via legal documentation filed march 19, 1997.

Manufacturer narrative:
On october 24, 1997, personnel from redmond neurotechnologies corp visited the hosp. It was determined by the visit, the actual catalog number of the kerrison rongeur. The instrument is still being held, pending lawsuit. On december 1, 1997 heyer-schulte neurocare, l.p. Was informed by the initial dist (importer of record) of the product that this catalog number was a pre-admendment device, therefore co is submitting a baseline report as of this date. There was no info available to determine this prior to 12/01/1997.